Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 572 mg/dl. Troubleshooting was declined. The customer's recent glucose reading was 562 mg/dl, and she was treated with manual injections. The customer stated that her doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.